Manufacturer narrative:
The device was returned for repair. The issue of forceps cover glue peeling was observed at inspection. The user reported issue of air channel block error message was not duplicated. Air/water and suction flow, as well as elevator channel flow were observed to be okay. The biopsy channel was checked with the borescope and minor kink not affecting functionality was noted. In addition, it was noted that there was a crack in the rubber coating at the distal end, and the elevator channel and scope connector were loose. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned for repair for the issue of air channel block error message received when the device was in the medivator during reprocessing. During estimation the issue of forceps cover glue peeling was. There is no reported patient harm. This report is to capture the reportable malfunction of peeling forceps glue noted at estimation.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections. The device history record review confirmed that device has no abnormality in manufacturing, concession, and variation. The device had the following repair performed in (B)(6) 2020: angulation adjustment; a distal end rubber cover replacement ; button 1 replacement; control knob/elevator lever repair; and pr10 light guide/objective lens gluing. Judging from the manufacturing year 20 16 of the subject device, it is unlikely that the peeling of the forceps cover glue was due to aging deterioration. It is likely that it occurred because external force was applied to the relevant part by strongly rubbing it during daily use including re-processing. The instructions for use includes the following statements: inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.